Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a procedure. The manual stapling handle was taken out of service after the first stapling. The stapler was able to fire. In order to resolve the issue and complete the case, took another device. There was no patient harm. The patient outcome is alive, no injury.